Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device was exhibiting early battery depletion behavior, and a decrease of 4.5 years was observed. A boston scientific technical services (ts) consultant reviewed data via latitude (remote monitoring system). The analysis determined that this device is depleting normally. The increase in power consumption is due to high atrial sensing. At the present time, the patient's atrial fibrillation has subsided, and the difference in power consumption is attributed to the minute ventilation (mv), and signal artifact monitor (sam) software, which are both enabled. A ts consultant recommended to continue with normal, routine follow-up. This device remains implanted. No adverse patient effects were reported.